Manufacturer narrative:
No product returned for investigation.

Event description:
It was reported that air was leaking. No additional information.

Manufacturer narrative:
No product returned for investigation.

Event description:
It was reported that air was leaking. No additional information.